Event description:
The customer reported that both of the monitors were not working. This issue would prevent the live image from being viewed, thereby making the system unusable. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The monitor power supply was replaced. The system was tested and found to be working as intended and put back into service.